Event description:
A malfunction alarm identified as malf 9 was reported, and it did not result in any adverse impact on the customer's blood glucose level. The customer initially lacked a charger and could not reset the device immediately. Later, the customer contacted support, who provided guidance for resetting the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump without further issues. The customer was advised to contact support again if the malfunction reappears.